Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a partial knee case the orange o ring in the end effector came out and broke. There was a slight delay in the case while we got the ring back in ; probably 2 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: the event reported that a partial knee end effector's o-ring disassociated and broke. A delay of 2 minutes occurred. Device evaluation and results: not performed as the product was repaired at customer site as replacement part was sent. Device history review: review of device history records show that 54 devices were accepted into final stock on 05/18/2015 with no reported discrepancies. Complaint history review: review of complaints for p/n 111758, l/n 19020914 show two (2) other complaints related to the failure. The pr's are (B)(4). Conclusion: the device was not returned and repaired at customer site as a replacement part was sent. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During a partial knee case the orange o ring in the end effector came out and broke. There was a slight delay in the case while we got the ring back in; probably 2 minutes.